Event description:
The customer reported to olympus, an e322 scope communication error code when using the 4k camera head. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found camera image when connected to the otv-s400 processor and code error e224 due to a faulty camera cable. The camera had a split causing the camera to fail the water leakage test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h10 and e2/e3/g2 (information was inadvertently missed). Correction to h10: the customer¿s allegation was not confirmed. When connected to the otv-s400 processor, there was a camera image and an associated e224 error code but not the customer specified e322 error code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon "e332 error code" was not reproduced at the olympus repair department. However, it is possible that the e322 error occurred temporarily due to a communication failure caused water invasion from a crack in the camera head, which resulted in the camera head becoming temporarily disconnected. The event can be detected/prevented by following the instructions for use which state: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.